Event description:
Patient with guidewire placed feeding tube had leaking from purple plastic. It looks as though the notched purple plastic portion that is not meant to twist off cracked and allowed fluid to escape from the opposite branch. With this malfunction, likely the patient will need to have feeding tube replaced.